Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
Prior to being used in the pt, leakage was noticed at the hub where prepping (flushing) was performed. No adverse events reported. The product was new, and the product was stored per (IFU) instruction for use guidelines. No damages were noticed in the package (outer/inner). During prep, the syringe was not over tightened on the hub causing damage. Other than the reported event, no other damages were noticed on the catheter. No further info was available.